Event description:
A small piece of epidural catheter broke off during removal from patient. The catheter was discarded, and the amount of the catheter that fractured is unknown. The fragment was left in place by the physician.